Event description:
It was reported that resistance was encountered during advancement of the stent delivery system (sds) onto another co's guide wire, and the tip was observed to separate from sds. No pt invovlement was reported.